Event description:
Customer reported to beckman coulter, inc. (Bec) that they had some issues with sodium (na) generated on the unicel dxc 880i synchron access clinical system. Customer reported that there was rust on the bottom of the flowcell. Customer reported that erroneous results were reported out of the laboratory. Customer reported that the results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the flowcell due to discoloration, and the na reference electrode due to a bubble on the face. The fse found rubber tube stopper debris in the electrolyte injection cup. The fse replaced the cap piercer blade. Root cause is unknown.

Manufacturer narrative:
Results: flowcell, cap piercer blade.